Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(4) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment crack. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture was observed in the battery canister. The eak test failed due a battery compartment leak and a bolus button leak. The pump cover was removed and no further moisture ingress was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.